Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 250 mg/dl to 500 mg/dl and 501 mg/dl which was treated with manual injection and still trying to use insulin pump. Customer stated that there was low battery alarm or short battery life. The insulin pump will be returned for analysis.